Event description:
It was reported that the catheter-slitter tracked in a non-linear fashion while the physician made a slit during the implant procedure. There was also a general complaint about this model of catheters having non-linear tracking during other past implant attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, (B)(6) 2013. (B)(4).